Event description:
It was reported to philips that the device had a broken external paddle set. There was no patient involvement. The device was evaluated by the customer with assistance from a philips call center representative and it was determined that the external paddle set needed to be replaced to return the device to working condition. The customer ordered a replacement external paddle set. The heartstart mrx remains with the customer.